Manufacturer narrative:
The complaint states a patient was subjected to a total hip replacement with summit stem and pinnacle cup com in the year 2009. Recently the patient has accused pain. Following a clinical investigation was detected a collection of liquids that was drained and analyzed: inside it were detected high ions levels (metallosis). A complaint database search could not be conducted as no codes were received. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Addendum added 16 mar 2017: the complaint was reopened as product details were received. A complaints search identified similar complaints received for abnormal clinical results. A lot specific search did not identify any other complaints. A review of manufacturing records was not required as per wi3430. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to addrress pain, fluid collection, high ion levels, and metalosis.